Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on july 31, 2013.

Event description:
Per the clinic, the patient reportedly experienced a burn on the back of the pinna after wearing the external device. The device has been requested to be removed from service and sent to the manufacturer for analysis.